Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and screen was hard to see due to scratches. The customer's blood glucose value was unknown. The buttons were became sticky and were harder to press. The customer reported crack on body from corner of screen to battery compartment and rainbow effect in bright light. The device will not be returned for analysis.